Event description:
Approximately six weeks post repair of achilles tendon tear with orthadapt augmentation, pt experienced slight drainage from the surgical incision. This led to a draining sinus tract which was excised approximately 10 weeks post repair. Due to additional drainage and wound-healing complications, physician explanted the graft approximately 23 weeks post implant.

Manufacturer narrative:
Pt was reported as non-compliant regarding physician's load-bearing instruction following achilles tendon repair with orthadapt augmentation. Based on the available case info and communication with the surgeon, the reported symptoms were likely due to wound complications with possible infectious process, non-graft related. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.